Event description:
It was reported that the driveline disconnect alarm could have been due to human error.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. A review of the event log file contained data spanning approximately 8 days (12dec2023 ¿ 19dec2023 per timestamp). On 13dec2023 at 9:39:19, the driveline was briefly disconnected causing the pump to stop and left ventricular assist device (lvad) off alarms to activate. The driveline was reconnected at 9:39:24 and the pump regained speed above the low speed limit (lsl) within 4 seconds. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the account indicated that the driveline disconnect could have been due to human error; however, it was reported that the patient is a poor historian and does not remember. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power, driveline disconnect, and lvad off alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. D, section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR# 2916596-2023-08892 and related MFR# 2916596-2023-08894. It was reported that the patient had a variety of alarms, and the patient's story was very conflicting. Log files showed that around 2:04 am, when connected to the mobile power unit, there was a loss of external power and the system controller switched to the emergency backup battery until external power was restored. There was a driveline disconnect resulting in multiple alarms as well as a brief pump stop at 9:39am. The pump resumed normal operation once the driveline was reconnected to the controller. The patient was a poor historian and did not remember the cause of the disconnect, but did not experience any adverse effect.